Event description:
It was reported that pt developed bilateral z-syndrome post lens implant. The pt was noted to have a significant anterior capsular phimosis approximately 5 months post implant. A yag procedure was performed on one eye, but continues to have a myopic result. The surgeon is considering treatment options. Additional info has been requested. This report is for lens 1 of 2. Please reference MDR #2031924-2014-00332 for lens 2 of 2 associated with this event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.